Manufacturer narrative:
A device evaluation was unable to be performed since the screw was not returned and no photos were provided. Potential cause: since the products were not returned, the root cause can't be established. DHR review and related actions per the DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this devices are used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of one plug were damaged and the tulip of a pedicle screw was splayed/bent during installation in surgery. They were removed and replaced with another screw and plug to complete the procedure. There were no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00683.

Event description:
It was reported that the threads of one plug were damaged and the tulip of a pedicle screw was splayed/bent during installation in surgery. They were removed and replaced with another screw and plug to complete the procedure. There were no reported patient impacts. This is report one of two for this event.